Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was under delivering and the customer had high blood glucose level. The customer¿s blood glucose level was 575 mg/dl at the time of incident. The customer¿s current blood glucose level was 575 mg/dl and towards the end of the call it was 555 mg/dl. The customer performed hp test and it passed. The insulin pump will not be returned for analysis.